Manufacturer narrative:
The device was evaluated. Corrections included replacing the power supply and hard drive.

Event description:
Customer reported an issue with the panorama central stations server which may have affected telemetry monitoring. No pt injury was reported.